Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 560 mg/dl. Troubleshooting was performed, and the insulin pump had the correct time programmed. Found that the daily totals did not add up correctly with the bolus and basal rate delivery totals. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion and excessive no delivery test due to the primary anomaly. No history or daily totals anomaly was noted.